Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor was replaced and the generator disk was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up at boot up and would not x-ray. No pt injury was reported.